Event description:
Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "this product was part of a recent manufacturer field correction notice (classified as class ii recall by FDA), attached to this report. Product will be returned to intuitive and the or is notifying intuitive as per the field correction notice. Davinci bipolar forcep tip canted off its axis and became unusable inside of the patient. No evident pieces seemed to have broken off, x-ray will be taken at end of surgery to confirm no piece of bipolar were left behind." Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The force bipolar instrument has not been received for failure analysis evaluation.